Event description:
It was reported that post implant, the patient was experiencing phrenic nerve stimulation due to right ventricular lead dislodgment. During the revision procedure, the lead would not remain in the device header, and the lead experienced high pacing and defib impedance. After replacing the device, everything tested normally. The patient was stable.